Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2009. They underwent right knee revision on (B)(6) 2022, approximately 12 years 2 months post primary procedure. The patient claims to have suffered the following injuries and complications as a result of this exactech device: pain and discomfort; swelling; gait impairment; poor balance; and other injuries presently diagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
1038671-2024-03817 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, patient conditions and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the revised components were implanted for over 10 years prior to revision. However, the reported prosthesis wear and fracture could not be confirmed and potential contributions of manufacturing or user-related considerations to the event could not be assessed as the devices were not available for evaluation and no images or radiographs were provided. H6: corrected the following: health effect - clinical code, problem code, component code, type of investigation, investigation findings, investigation conclusions.